Event description:
An unspecified sensor error message was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings. As a result, the customer experienced symptoms described as sweating, "cannot get up, pain all over the body" and was unable to self-treat. The customer received "cupcake, coffee, cake, croissant" and oral re-sugar injection from a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified sensor error message was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings. As a result, the customer experienced symptoms described as sweating, "cannot get up, pain all over the body" and was unable to self-treat. The customer received "cupcake, coffee, cake, croissant" and oral re-sugar injection from a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was not properly seated in the mount. Visual inspection was performed on the returned sensor and no damage was observed. Data was extracted using approved software and extraction was successful. Sensor was found to be in state 1 (indicating storage state) with an event log 2 indicating insertion failure. Sensor state 1 with an event log 2 is an indication that the user attempted to activate the sensor, however, due to the tail not being properly inserted, the sensor was unable to be activated. This is an intended part of the sensor's system as the sensor will reset itself back to state 1 if it does not recognize a valid insertion. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Performed an internal visual inspection on the sensor¿s plug and broken snaps were observed. This caused poor connection between the rubber contacts and printed circuit board (pcb) contacts ultimately causing the sensor plug to be unable to form a proper seal. Visual inspection has been performed on the sensor pack and minor damage was observed on some guide ribs. Lid was not completely peeled off. Observed platform slides up and down completely. Minor damaged guide ribs did not impact on the platform functioning. Issue is confirmed to broken snap. Broken snap was observed and the issue was forwarded to extended for further analysis. A visual inspection was performed on the returned sensor and pack. It was also observed that the pack lid was not completely peeled and minor damage was observed on the guide ribs at some position. The incorrect assembly, evidenced by the not completely peeled off lid and minor damage on the guide ribs of the sensor, may have resulted in broken snap. Broken snap would have caused poor connection between the rubber contacts and pcb contacts, resulting in the insertion failures. Thus the issue is confirmed to broken snap. All pertinent information available to abbott diabetes care has been submitted. Code g07002: appropriate term/code not available was used in h6 (component code), as the complaint was confirmed to broken snaps.